Event description:
An alice nightone device was returned to the third-party service center with an allegation of a possible oximeter fault. There was no allegation of serious or permanent harm or injury. During the evaluation at the third-party service center, the device was visually inspected and found wires showing, and a faulty sp02 module was confirmed. The device was placed on "awaiting parts: due to nil stock of part number 1119823 spo2 module.